Event description:
Boston scientific received information that the patient with this device received approximately twenty-four shocks in one day for atrial flutter. Shock therapy was exhausted. The patient was reported to be on medication in an attempt to control their arrhythmia. The device was also reprogrammed in an attempt to mitigate future inappropriate shock therapies. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.